Event description:
It was reported that the handpiece began overheating during a 3rd molar extraction. There was no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the motor, nose cone, and corrosion on the driveshaft bearings, which were all replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.